Event description:
It was reported that after a tka had been performed in 2021, patient experienced a loose knee prosthesis. His adverse event was addressed performing a revision surgery on (B)(6) 2025, during which, the rt-plus femoral component right 8 cem was exchanged. The axis of the prosthesis was very stiff, and it is suspected that this may have contributed to the loosening. Patient's current health status is unknown.

Manufacturer narrative:
H10: additional information in b5, d9, d10 and h6. H3, h6: the complaint used in treatment was returned for investigation. Three components regarding this complaint have been returned, however this investigation is regarding only the femoral component. A visual evaluation of the device was conducted, and it was concluded that the devices are showing slight signs of damage, potentially originating from device explantation. The complained femoral component shows a large amount of bone cement in the medial and lateral cement pocket. Some unknown deposits around the rotational axis and gap of the hinge rod were detected. This deposits on the stiff rod might hinder the ease of motion of the hinge. The functional evaluation was performed; the hinge rod of the device could not be moved by hand without resistance. However, with a certain amount of force, the hinge rod could be moved. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past escalation actions found no events applicable to this complaint. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (81118154 rev 0) states loosening of implant not related to bone-ingrowth as a ¿potential medical device problems¿ resulting from a knee arthroplasty. The revision report revealed absence of infection, although femoral and tibial loosening was evidenced by poor fixation and extensive bone loss and ease of removal., therefore, aseptic loosening could not be ruled out. Additional contributing factors included a stiff prosthetic axis causing uneven load distribution, compromising initial bone quality and ligament balance, and resulting mechanical stress likely caused by appearance of obesity and valgus deformity. We are also unable to rule out the medical history of post-traumatic decompensated valgus gonarthrosis and persistent pain of the right hip as contributing factors to this adverse event. We also cannot rule out the role of the unknown computer-navigation system which guided the initial bone cuts. According to the report, the patient is on the road to recovery. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a tka had been performed, the patient experienced a loose knee prosthesis; the axis of the prosthesis was very stiff, and it is suspected that this may have contributed to the loosening. This adverse event was addressed by performing a revision surgery on (B)(6) 2025 during which the rt-plus femoral component right 8 cem was exchanged. The patient's current health status is unknown.

Manufacturer narrative:
Correction: h6: health effect - clinical code. Additional information: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past escalation actions found no events applicable to this complaint. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (81118154 rev 0) states loosening of implant not related to bone-ingrowth as a ¿potential medical device problems¿ resulting from a knee arthroplasty. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.